Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g the needle broke in the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: in an intra-muscular "injestion", the embrase of the needle has broken into the screw of the seringue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g the needle broke in the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: in an intra-muscular injestion, the embrase of the needle has broken into the screw of the seringue.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-mar-2022. H6: investigation summary: a device history record review was completed for provided material number 305895 and lot number 2106003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, fourteen needle samples were returned for evaluation by our quality engineer team. All of the needles were examined and no signs of defect were observed in the safety mechanisms. It was possible the activate the safety mechanism by correctly following the instructions for use. As the provided samples did not confirm the reported incident, a manufacturing related cause could not be identified. Each lot manufactured is tested prior to release for final safety shield activation. Lot 2106003 was found to comply with all specifications prior to release. H3 other text : see h10.